Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead had dislodged and exhibited high capture, high impedance and failure to advance stylet. The diagnostic imaging was performed to confirm the dislodgement. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, stylet could not be inserted, high impedance and high capture threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be extended, and retracted, the helix length was measured within specifications. The reported events of stylet could not be inserted, high impedance and high capture threshold were not confirmed. The stylet used at the procedure was removed and re-inserted all the way through the distal tip and removed without any restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts.